Event description:
A report was received that the patient was explanted due to staphylococcal infection. Symptoms include drainage and pus at the lead site. The patient was given antibiotics. The physician believed that the infection was procedure related. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.